Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation and pelvic pain to be related to essure. Further company follow-up with the lawyer is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant"), genital haemorrhage ("heavy bleeding") and dental caries ("dental problems/ dental issue : cavities") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo an essure confirmation test". The patient's medical history included menorrhagia and menstrual disorder. Current weight 171 lbs. Previously administered products included for an unreported indication: oral contraceptive pills. Concurrent conditions included uterine cervical squamous metaplasia, adenomyosis, urinary retention and overweight. Concomitant products included ibuprofen, ondansetron, oxycodone hydrochloride;paracetamol (percocet) and vitamins nos (daily multivitamin). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2013, the patient experienced dental caries (seriousness criterion medically significant) and vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy") and fatigue ("fatigue"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain/ shooting pain in pelvic "), genital haemorrhage (seriousness criterion medically significant), nausea ("nausea"), abdominal pain ("abdominal pain"), feeling abnormal ("brain fog"), paraesthesia ("tingling in hands and feet") and disturbance in attention ("lack of focus") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy,mccall culdoplasty, cystosco and root canal). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, genital haemorrhage, vaginal haemorrhage, menorrhagia, migraine, headache, nausea, dysmenorrhoea, allergy to metals, vaginal discharge, weight increased, paraesthesia and disturbance in attention outcome was unknown and the pelvic pain, dental caries, fatigue, alopecia, abdominal pain, feeling abnormal and weight decreased had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, dental caries, device dislocation, disturbance in attention, dysmenorrhoea, fatigue, feeling abnormal, genital haemorrhage, headache, menorrhagia, migraine, nausea, paraesthesia, pelvic pain, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 19-apr-2019: pfs received. Reporter's information was added. Patient's demographics was added. Added event abnormal bleeding (vaginal, menorrhagia), migraines ,headaches, nausea, dysmenorrhea (cramping), nickel allergy, abdominal pain, vaginal discharge, fatigue, weight gain, hair loss, heavy bleeding, brain fog, tingling in hands and feet, lack of focus, plaintiff did not undergo an essure confirmation test, weight loss. Updated outcome of events. Updated event onset date. Historical drug, concomitant condition were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.